Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, component codes, investigation conlusions), h10, h11. Corrected fields: h4, h6 (medical device - problem code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirmed that the equipment would not power up. The fse began the investigation by removing the unit from the cart and as soon as the console was removed, water "poured" from the underside of the cart. The water was considered to be saline solution, the machine was dripping wet. Further more, the fse removed the covers and was able to observe the damage caused by the saline on the power control pcba and pump control pcba. Both boards were ordered and the fse is waiting on these to be delivered before any further investigation. The customer has been provided with a loaner machine. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power-up the end user was able to hear a noise but there is no information displayed on the screen. There was no patient involvement, and no adverse event reported.